Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Legal counsel reports patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2009. Legal counsel for patient reports that inflammatory disease in the synovial membrane was allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-03873 /-03874 /-06141).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Legal counsel reports patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2009. Legal counsel for patient reports that inflammatory disease in the synovial membrane was allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2009 due to pain and subluxation. Operative report noted the presence of scar tissue, tear in the posterior capsule, fluid filled bursa, corrosion at the trunnion, and inflammatory disease present in the synovial membrane. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03873 / 03874).